Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID 3389-28, lot# 0208427918, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-28, lot# 0208427917, implanted: (B)(6) 2014, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
A regulatory/competent authority via a manufacturer representative reported that after implantation of the devices ((B)(6) 2014) since (B)(6) 2015, a consumer suffered from a fever, intense asthenia, pain and rush around the electrodes, headache, and there was too much fibrosis observed during the explant. It was unknown if/what factors led to the event, if any diagnostics/troubleshooting was done, or any interventions/actions taken. It was unknown if the issue was resolved. The devices were reported to have been explanted.